Manufacturer narrative:
(B)(4).

Event description:
It was reported that a non-sustained vf episode showing possible noise was observed. The noise was unable to be reproduced with arm movements, pocket manipulation, and deep breathing. The patient was stable.

Manufacturer narrative:
The optim sheath and quad lumen tubing were damaged at 33.0-33.7cm from the connector pin. The silicone insulation was intact and the svc cable etfe coating was damaged at this location. Damage was noted at 27.6-29.0cm from the connector pin, consistent with clavicle crush damage. This is consistent with the observation from the field of noise.

Event description:
New information received notes that damage was observed on radiographs. The lead was explanted and replaced. Patient condition was stable.